Event description:
R.m. Became aware of this in may 94. Bacause a complaint from daughter of subscriber who stated her father had been on the floor of his home over 24 hours as the home communicator didn't work. No message was received from unit. Evidently life line ersonnel wentto home of family & tested unit. Father now in ursing home. Unit is at health east bio-med dept.